Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, out of range issues occurred between the transmitter and pump for an unspecified duration of time. Subsequently, the customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, a different issue was identified.